Manufacturer narrative:
The insulin pump had constant motor error during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform the displacement test due to motor error alarm. The insulin pump had minor scratches on display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.

Event description:
It was reported the insulin pump alarmed motor error during bolus. Customer was able to clear it by putting the device on manual. Every time device was reset the device alarmed motor error. Customer's blood glucose was 153 mg/dl. Customer's spouse did not recall any significant events that may have caused the device to alarm. Spouse was not sure if device was exposed to MRI. Customer does not use sensor feature. Customer was unable to complete rewind process. Customer's spouse was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.